Event description:
Per the clinic, the patient experienced an infection at the abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported). Subsequently, the patient underwent a skin revision surgery (specific date not reported) in order to remove skin over the abutment.